Event description:
Caller reported erratic readings on their freestyle meter. Caller related an event when caller got a bg reading of around 230 mg/dl. Based on this reading caller administered insulin and about 1 hr later caller fainted. Caller was transported to emergency room. Bg was tested in ER and result was 21. No bg comparative results available. No further action planned.